Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. There was no imagery provided for evaluation. Visual inspection of the returned device revealed the sheath shaft was slightly curved. The introducer shaft was also curved. The liner was fully expanded as designed. The distal tip was opened and torn radially along the distal edge of the liner and extended past the axial score line. All score lines were present. There were scratches noted on the shaft near the distal tip. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. A lot history review was also performed and it did not provide any indication that a manufacturing nonconformance would have contributed to the events. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+, delivery system and valve usage. Per the IFU/training manuals, it states that push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for difficulty advancing the commander delivery system with valve through the 14fr esheath+ and esheath+ distal tip torn were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the events. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, "significant resistance was felt when inserting a commander delivery system into the 14fr esheath+. After that, the physician felt a shock like an abnormal noise with a "click"...after withdrawal of the delivery system and the esheath+, the distal tip damage on the esheath+ was observed. It was lateral tear. There were scratches on the esheath+ as if it had been caught during the passage of valve." Per evaluation of the returned device, the distal tip of the esheath+ was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a previously performed product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, the event description stated that there were "scratches on the esheath+". Per evaluation of the returned device, scratches were noted on the sheath shaft near the distal tip, suggesting the presence of calcification. Per the patient information provided, "vessel minimum luminal diameter (mld) was 5.4 mm with mild calcification". A mld greater than or equal to 5.5 mm is indicated for the 14fr esheath+. Lastly, per evaluation of the returned device, the sheath shaft was slightly curved, suggesting the presence of tortuosity in the access vessel. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Calcification and tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. Calcification and undersized vessel can also create a constrained condition and lead to resistance. In this case, the failure mode may be related to improper expansion of the sheath tip during transcatheter heart valve (thv) advancement and/or patient factors (calcification, tortuosity and undersized vessel) may have contributed to the events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated for this type of event. Additionally, a previous product risk assessment (pra) was performed for this type of event. Further assessment revealed the control limits have not been exceeded. Therefore, no corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : pending device return.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 26 mm sapien 3 ultra resilia valve, there was significant resistance felt when inserting the commander delivery system with crimped valve into the 14fr esheath+. Subsequently, a shock was felt, and it was described as an abnormal noise with a "click". It was suspected that there was damage to the balloon and shaft. Negative pressure was applied to the inflation device, and it was confirmed that there was no blood contamination in the device. The procedure proceeded and the valve was implanted successfully without any issues. After withdrawal of the delivery system and esheath+, there was distal tip damage observed on the esheath+. The damage was described as a lateral tear. There were also scratches on the esheath+ as if the esheath+ had been caught on something during advancement of the valve. There was no vessel damage observed.